Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was exposed moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they got fluid inside the battery compartment. The device will be returned for analysis.